Event description:
It was reported that after a nondevice related surgery, the patient was not able to turn on and use the stimulation. It was unknown if an electrocautery was used. The patient underwent an explant procedure. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.